Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of strain relief is pulling away, exposing wiring was confirmed. The cable is pulled away from the strain relief exposing frayed wires. The root cause of the reported issue is use related. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - the cord is pulling away at the strain relief showing frayed wiring.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the cord is pulling away at the strain relief showing frayed wiring.